Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The keypad cover was intact. The pump powered up with the appropriate audible and vibratory features. All the buttons responded intermittently. Removal of the keypad cover found contamination under all of the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all the buttons were under responsive since about 2 weeks ago. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.